Event description:
The device was used during a lower anterior resection. Reportedly, the instrument did not cut and was difficult to remove. The surgeon performed a laparotomy to correct the condition. The hosp has reported the pt's condition is satisfactory.